Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. The 2.0 x 20mm apex monorail balloon was inflated the first time but did not inflate well, upon the second inflation the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. There were no reported complications and the patient's status was good.